Event description:
It was reported, via a healthcare professional, that an embotrap iii 5 mm x 37 mm (et307537/ lot #: unknown) was used for a mechanical thrombectomy procedure. During the procedure, the user reported embotrap - withdrawal difficulty from vessel. ¿so much so that she saw the vessels move under fluoroscopy when she was trying to retrieve.¿ the procedure was delayed by seven minutes. The procedure was successfully completed. No further information was made available at the time of this review.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section b3: date of event: the date of the event was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section h4: the device manufacture date is not known as the device lot number is not available / not reported. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. The lot number is not known; therefore, a device history record review cannot be completed. Withdrawal difficulty from the vessel is a known potential complication associated with the embotrap iii device. Increased force may be required, which could result in vessel trauma, vessel spasm, damage to the basket with the potential for release of emboli and subsequent ischemia or infarct and/or the need for additional intervention. There are clinical and procedural factors, including vessel/clot characteristics, device interaction, and operator technique, that may have contributed to the reported event; common causes include hard fibrin-rich clots tightly interwoven with the stent, inadequate support from proximal catheters, or stent-retriever struts hooking into plaque on the vessel wall. It was reported the vessel was noted to ¿move¿ when trying to retrieve the device; seeing vessel movement is an indicator of higher forces, which raises- but does not confirm- the risk for vessel trauma. Based on the information currently available, there is no indication vessel injury occurred. Further investigation will be conducted. This event does not meet us FDA reporting criteria as a serious injury. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.